Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s that "nurse was unable to get a blood return from PICC line. It is reported that patient is still able to receive infusion, but at a slow rate." No other information was provided.